Manufacturer narrative:
The freedom onboard battery was returned to syncardia for evaluation. Review of the system management bus (smbus) data revealed that the battery exhibited a permanent fault and was permanently disabled by its safety monitor thus confirming the customer-reported issue. The root cause for the battery's disabled output could not be absolutely determined; however, analysis of the smbus recorded data indicated that the battery was likely subjected to a short circuit at its terminals, causing its internal safety circuitry to instantly and permanently disable the battery's input/output functions prior to logging the event. Because freedom onboard battery s/n (B)(4) exhibited a permanent fault and has been permanently disabled, no further testing could be conducted as part of this investigation. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that a patient's freedom onboard battery did not hold a charge after it was removed from the battery charger.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom onboard battery did not hold a charge, it did not prevent the freedom driver from performing its life-sustaining functions. Patients are provided with several onboard batteries, and the freedom driver has a redundant power source of external wall power. The freedom onboard battery has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4) initial.

Event description:
The customer, a syncardia certified hospital, reported that a patient's freedom onboard battery did not hold a charge after it was removed from the battery charger.